Manufacturer narrative:
The device history record for this device lot was reviewed and everything was in order.

Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the pt was originally treated for. One device was implanted on (B)(6) 2009. No add'l info was provided. The complaint via the attorney was that the pt suffered an injury including erosion, mesh contraction, infection, fistula, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, neuropathic nerve damage, acute and chronic nerve pain, add'l surgical procedures. It is not known when the event occurred. It is not known what the pt's current condition is. No info has been confirmed by a health care professional.